Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 100mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The customer mentioned that the device went through the metal detector at the airport. The caller also had a brain tumor and had a numerous of mris while wearing the insulin pump at time of the procedure. Advised the customer to disconnect from the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.